Manufacturer narrative:
Initial reporter address (B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was damaged on the lead body, as a result exhibited high impedance. The lead was surgically abandoned. No additional adverse patient effects were reported.